Event description:
Report received of an extension set that "split" during a power injection of contrast media. The pt had an upper extremity antecubital IV access. Omnipaque contrast was injected with a medrad power injector via the extension set at a rate of 1.6ml/sec with a psi of 250. The total amount to be injected was 100ml. After receiving approximately 60ml, the pt reportedly "flexed his arm", and the tubing "split". The pt was "sprayed" with contrast, but there was no reported skin reaction. The customer reported that there was 2ml to 3ml of bleed back. The access was removed from the pt, and no infiltration was noted at the site. The study was completed without further incident. There were no reported adverse pt effects.